Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) /2018, a signal loss was reported. The patient's mother stated that during the night while the patient was asleep, they experienced a hypoglycemic event. It was indicated that they did not receive an alarm on the dexcom because there was signal loss. A finger stick was performed, and the patient's blood glucose was at 2.2 mmol/l. The patient's mother provided the patient twice with 24 grams of sugar. At the time of contact, the patient was doing fine. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.